Event description:
The customer reported that a pt death occurred, and they were unable to retrieve the retrospective pt info.

Manufacturer narrative:
The customer reported that a pt death occurred, and they were unable to retrieve the retrospective pt info. Based on the available info, this issue would not be likely to cause or contribute to death or serious injury, as real-time monitoring and alarm annunciation functions are unaffected, but this will be reported. Philips is in the process of obtaining additional info regarding this incident, and the complaint is still under investigation. A final report will be submitted once the investigation is completed.